Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original surgery was performed on unknown date using the click x for a posterior lumber inter-body fusion (plif) construct at l4-l5 disc level. Due to adjacent level disc disease the patient was revised on (B)(6) 2015. Construct was extended to include the l3-l4 disc levels. The surgeon left unknown click x screws from the original construct in place at the l4-l5 disc level. The original two rods and trans-connector were removed and replaced with longer rods and additional screws at the l3-l4 level. During the revision surgery while the surgeon was instrumenting at the l4-l5 disc level, the tip of the screwdriver broke off. When removing the trans-connector between the two rods the surgeon applied pressure to the recess. A fragment was generated and retrieved by the surgeon. Another driver was available in the operating room to complete the procedure. Due to this event no additional time was added and revision surgery was completed successfully with no patient harm; the patient status was reported as good. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: may 13, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Event happened intra-operatively, so event date was (B)(6) 2015; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the following complaint device was received by the customer quality unit: one long small hexagonal screwdriver (part 388.31 / lot 8924362). Upon investigation, it can be seen that the tip of the screwdriver, which enters the screw recess, has been cleanly sheared off and was not returned. The rest of the instrument was received in decent condition. Review of the part drawings found possible interference between the hex of the screwdriver and the hex of the set screw. The point-to-point distance of the hex on the driver is 2.89 (+0/-0.1) while the point-to-point distance on the set screw is 2.87 min. This interference could cause the driver to not seat properly during tightening or loosening, but its contribution to the driver¿s breakage is unknown. 440a is an acceptable material for 388.31 as it is commonly used for drivers. It¿s likely that torque beyond what is required to tighten the set screw was applied, causing the tip of the driver to break. The returned instrument is included in multiple spine sets including the universal spinal system and the click¿x top loading system. The relevant drawings were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.